Event description:
During surgery the nurse went to move the light for better view and the light snapped out of ceiling and hit the surgeon on the head and landed on the patient. After review, it apparently was loosened by workers from maquet who are installing or lights in error and not re-tightened.